Manufacturer narrative:
Device was used for treatment, not diagnosis.no service history review can be performed because the lot number is unknown and cannot be traced. The item has not been sent in for service. The manufacture date is unknown.(B)(4)

Event description:
(B)(6). During a total knee and total hip surgical procedure, surgeon stated resistance was felt when loading the pins into the pin driver. No additional information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Moq: additional code. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.